Manufacturer narrative:
The customer found 2 strip pads in the strip provider module (spm) of their ichem velocity instrument.. The customer removed the pads from the spm. The field service engineer (fse) was onsite on (B)(4) 2016 but was ot able to reproduce the strip pad issue and was unable to identify an instrument malfunction that would lead to loose pads. (B)(4).

Event description:
The customer reported that 2 strip pads had fallen off into the strip provider module (spm) of their ichem velocity instrument. Erroneous patient results or effect to patient treatment in connection to the event has not been reported by the customer.